Event description:
The customer reported that she was manually priming her insulin pump, insulin began dripping out of the pump before she was actually priming, and she could not exit the prime loop. During troubleshooting, the issue was attempted to be replicated, but the insulin pump was working as designed during the manual prime. The customer's blood glucose was 422 mg/dl, which she was working on treating. The customer got stuck in a preparing to prime loop and was instructed to hold down a button until a second series of beeps or numbers appears on the display. The customer received the second series of beeps and numbers appeared on the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.